Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that magnet was missing. A field service engineer, replaced the insep in the latch on drawer 5 to resolve the issue. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer is unresponsive, attempts to recover it and to reboot the system have been made.the customer stated that there was a delay in accessing medication to a patient.there were no adverse events or injuries reported based on this incident.